Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The 80% stenosed target lesion was located in the mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon after which the stenosis was reduced to 30%. The 2.25x12mm taxus express2 atom stent delivery system (sds) was advanced to the lesion and the delivery balloon was inflated one time at 12 atms for 30 seconds to deploy the stent. The delivery balloon was completely deflated without issues before attempting to remove the sds. During withdrawal, the physician experienced difficulty removing the sds from the body. In order to remove the device, they had to tug and pull negative on the balloon. Once the sds freed up, it was removed smoothly. When examined outside the pt, it was noted that the stent was still attached to the delivery balloon in a slightly expanded state. The procedure was completed with a different device. No pt complications were reported and a positive outcome was achieved. The pt's current condition is listed as "fine".

Manufacturer narrative:
(B)(6). (B)(4).